Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced fluid coming out of the stoma site, which was cultured and found to be positive for the klebsiella microbe. The patient was treated with oral antibiotics. The doctor stated an abdominal x-ray and an abdominal CT scan have been done due to patient's complaints of stomach pain. A knot was found at the end of the j tube and the tubing was removed.